Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and de novo mid diagonal artery. Pre-dilatation was performed with a 1.2 x 12 mini trek balloon catheter and after one inflation the shaft broke at the distal end of the strain relief tubing which is outside the anatomy. The balloon catheter was simply withdrawn from the anatomy without any further issues. The procedure was completed with a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.